Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during an unknown procedure, there was a crack on the shaft of the trocar. The surgeon discovered it while doing the laparoscopic procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m9276k device analysis:. The analysis results of the 2d5lt found that it was received with no damage in the external components. During the functional testing the bullet retracted permitting the exposure of the blade during the advancement through the skin test media and returned to safe position upon penetration; the bullet performed as intended without any anomalies noted. It could not be determined what may have caused the event reported. No conclusion could be reached as to what may have caused the reported incident. The batch/lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.